Event description:
Lead product analysis was completed. During analysis of the returned three lead portions, a potential contributing finding to the reported high impedance allegation was observed. Note that a large portion of the lead assembly, including the electrodes, was not returned for analysis and, therefore, a completion evaluation could not be performed. A half set of setscrew marks were found near the end of the lead connector pin and the canted spring indentations on the small front o-ring indicated that the lead had not been fully inserted into the cavity of the generator. Additional setscrew marks found on the lead connector pin provided evidence that a good mechanical and electrical connection was present at one point. Continuity checks of the returned lead portions were performed with no discontinuities identified. Based on the product analysis findings, there is evidence to suggest incomplete lead pin insertion, which could have contributed to the stimulation not perceived. However, since a large portion of the lead assembly, including the electrodes, was not returned for analysis, a completion evaluation could not be performed.

Event description:
The explanted lead was received by the manufacturer and is pending product analysis.

Event description:
The patient underwent vns lead replacement surgery. Follow up with the company representative that was present for the surgery revealed that the pre-operative diagnostics still presented with high impedance. Lead pin insertion troubleshooting (removed, cleaned, re-inserted, etc.) Did not resolve the issue. The lead revision was then performed. There were no obvious breaks or issues observed with the explanted lead. All subsequent diagnostics following replacement were within normal limits. It was reported that the explanted lead was then placed in a specimen bag and was given to the circulator. A product return form was filled out and placed with the explanted lead. The circulator then sent the explanted lead to materials management for return shipping to the manufacturer. The explanted product has not been received by the manufacturer to date.

Event description:
It was reported that high impedance was observed on the patient's vns. The patient reported that she no longer feels the vns going off, even with a magnet swipe. The patient had x-rays to assess for gross lead fracture but no damage to the lead was found. The patient was referred for replacement surgery. Follow up with the company representative revealed that the surgeon had reviewed the x-rays and found no obvious breaks in the lead. It was stated that the surgeon would assess the lead again during the surgery. The x-rays have not been reviewed by the manufacture to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.